Manufacturer narrative:
(B)(4) follow up MDR for additional information/device evaluation: additional information: lot initially reported as unknown. Lot confirmed with returned sample. Section d.4 updated to reflect impacted lot# 2309712. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a black particle is observed to be embedded within the plunger. A device history review was performed for lot 2309712, no deviations or non-conformances related to this issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and equipment routinely undergoes proper maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, this incident was determined to have occurred during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Dear customer service department, q&a department, we have once again found and quarantined a syringe containing particles. It can be picked up at the central warehouse, wilhelmina hospital assen, europaweg-zuid 1, 9401 rk assen.

Manufacturer narrative:
(B)(4) . Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material patient problem code: f26 ¿ no health consequences or impact.

Event description:
Dear customer service department, q&a department, we have once again found and quarantined a syringe containing particles. It can be picked up at the central warehouse, (B)(6) .